Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset process, restored normal pump function, was advised to continue using pump, and was instructed to call back if malfunction recurred.